Manufacturer narrative:
Component code = 4756 - hydros trus probe, a reusable component of the hydros robotic system. Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy to treat symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that during procedural setup, the hydros trus probe experienced connectivity issues with the hydros robotic system and was not detected during setup. Although it is unclear what troubleshooting steps were taken, the procedure was successfully completed. This event resulted in a surgical delay of over 20 minutes. There were no adverse health effects to the patient as a result of the delay.

Manufacturer narrative:
Evaluation of the hydros trus probe could not be conducted as it was not returned. Three good faith efforts (gfe) were made to obtain the device for evaluation without success. A review of the device history record (DHR) for lot number j16p-240349r was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. The root cause is undeterminable as the device was not returned and therefore the issue cannot be investigated further. Although this event resulted in a surgical delay of over 20 minutes, the procedure was successfully completed. There were no adverse health effects to the patient as a result of the delay. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.